Manufacturer narrative:
Stryker evaluated the device and verified the reported issue. Stryker determined the broken extraction ring was the cause of the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device electrode tray was broken. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Correction: section h6 conclusion code of initial medwatch report indicates: cause traced to component failure section h6 conclusion code of initial medwatch report should indicate: cause not established. Section h11 of initial medwatch report indicates: stryker evaluated the device and verified the reported issue. Stryker determined the broken extraction ring was the cause of the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Section h11 of initial medwatch report should indicate: the device was evaluated by a third party service provider. The reported issue was able to be verified and was able to be duplicated. The root cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device electrode tray was broken. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.